Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 20-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient with an implantable infusion pump with unknown drug concentration and dose for malignant pain. It was reported that rep stated patient had a volume discrepancy at refill in which they aspirated the full contents of the pump reservoir. Rep stated yesterday the hcp (healthcare professional) attempted a cap dye study and was unable to aspirate any fluid from the cap. Rep stated the patient had a catheter revision scheduled (B)(6) 2021. Rep wondering if they should also replace the pump also. Discussed with the rep that was a medical decision. No symptoms was reported.